Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Report received that the patient was hospitalized. Duodopa was discontinued until patient recovered from a bleeding gastric ulcer. On (B)(6) 2019, the bleeding gastric ulcer was resolved and duodopa had been restarted.

Manufacturer narrative:
Reference record (B)(4). Correction: expiration date.

Event description:
Follow-up report.